Event description:
The customer reported that there was an intermittent bar artifact on the image. The bar was a 40 mm white bar that displayed lengthwise across the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). Gender info was not provided. (B)(4). The dealer service representative attempted to troubleshoot the reported issue. He replaced the cable and then swapped the two panels. The problem appeared more frequently when the panel was used at the wall stand versus the table bucky or tabletop work. The panel was returned for evaluation. The panel was inspected internally and numerous tests were run. Testing could not duplicate the white bar image. The panel was calibrated and self tests were performed. The sensor panel functioned normally. (B)(4).